Event description:
Dealer is stating that the right motor is leaking oil/grease. Right motor was ordered on (B)(6) 2014. End user is stating that there is some property damage to his carpet in the living room and bedroom.